Event description:
User reported 2 false positive results. This report 1 of 2. Pcr negative.

Manufacturer narrative:
Report required by FDA for eua. Eua #: (B)(4). Investigation not complete at time of initial report. Follow-up to be submitted upon completion of investigation. Relates to: FDA 3014862188-2022-00378 initial (B)(6).

Event description:
User reported 2 false positive results. This report 1 of 2. Pcr negative.